Event description:
It was reported that the pace portion of the right ventricular (rv) lead remains surgically abandoned. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information: b5 describe event or problem.

Event description:
It was reported that this lead was replaced due to a fracture presented. This fracture was not able to be confirm but the physician felt it was the only explanation to the issue. The lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted and replaced due to a fracture presented. No additional information is available at the moment. No additional adverse patient effects were reported.